Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device confirms the screwdriver has a piece broken off from it. The screwdriver piece was not returned with the device. The product was manufactured in 2007 and this device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a thr procedure, the tip of the screwdriver broke off in the head of the screw while implanting the cortical screw. All the pieces were retrieved, and the procedure proceeded with the flexible screwdriver. There were no delays and no patient injuries reported.